Manufacturer narrative:
The hvad is used for treatment not diagnosis. The facility reported a patient experienced multiple driveline disconnects from the controller. Failure to correct the issue by the facility, prompted a manufacturing representative to evaluate the complaint on site. The patient tolerated the servicing well and no adverse effects were recorded as it relates to the reported events. The manufacturer's representative evaluated the connector and found the driveline connector locking sleeve to be stuck in the unlocked position confirming the reported event. Servicing performed restored functionality to the driveline connector locking mechanism and removed the patient's primary controller from service. The controller was returned to the manufacturer for evaluation. Analysis revealed the controller passed all visual and functional inspections. Review of log files confirmed the reported electrical faults. The root cause of the 'electrical fault' event can be attributed to intermittent connection between the pump and the controller as a result of the compromised driveline connector locking mechanism. The root cause of the 'poor mechanical connection' event was found to be a compromised driveline connector in which the locking mechanism was stuck in the unlocked position possibly a result of contaminants/residue within the locking sleeve or migration of epoxy from the connector threads to the connector sleeve due to improper technique in the assembly process. The manufacturer has an open internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of two reports (3007042319-2015-03233 and 3007042319-2015-03234) submitted for devices related to the same event.

Event description:
It was reported from the united states that the patient dropped the controller and had high watt and electrical fault alarms. Additionally, the patient unintentionally disconnected his driveline 2 - 3 times when moving from a bed to chair. The site performed a controller exchange. Preliminary analysis of the controller log files confirmed the presence of the alarms. A manufacturer's representative assessed the device on (B)(6) 2014. The locking mechanism on the controller was observed to be stiff. Additionally, the driveline was disconnected from the controller for approximately 10 seconds to observe the female connector pins and no contamination was seen. The driveline locking mechanism procedure was performed to regain normal connector functionality. The exchanged controller was removed from service and returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.